Manufacturer narrative:
Patient city: (B)(6) patient country: australia

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. The cause of the product was not adhered due to sweat. The insertion site was side of abdomen. No further information available.